Event description:
The facility reported to a baxter sales representative that scars were found on the patient adapter of the transfer set so the set was not able to be connected to the titanium adapter. There was no patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to difficult to connect. During visual inspection, a small amount of flash/scarring was noted on the end of the patient connector. A (B)(4) lab titanium adapter was functionally hand tightened without difficulty. The transfer set was tested underwater with no leak noted. This report of difficult to connect was not confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause was not determined. A batch review was not performed due to unknown lot number. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was requested. A follow up report will be submitted when the evaluation results become available.